Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, diseased mucous membrane, peri-implantitis, mobility. Dentist was able to remove implant with driver in healing cap without anesthesia.